Event description:
A customer contacted beckman coulter inc (bci), regarding erroneously high creatinine (crem) results generated by the unicel dxc 800 pro synchron clinical systems for two pts. Crem results of 3.47mg/dl and 3.31mg/dl were obtained for two patients. The results were reported out of the lab. The physician questioned the result, and customer re-tested the original samples and repeated result was 0.97mg/dl for the first patient and 1.08mg/dl for the second patient. The results were amended. Treatment was not initiated or withheld based upon the false high crem results.

Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse replaced the entire cup module. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.